Manufacturer narrative:
The investigation into the keyboard rotary knob issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs reviewed, but few suspicious log entries were found that might reveal the failure mode around the complained date. The user attempted to shut down the console by pressing the button on the side of the aic, but they tried a few times until the successful shutdown of the console, likely due to unable to confirm via the push button. No abnormalities were found during inspection within the console. The broken rotary knob issue was confirmed during testing and the intermittent rpb assembly replaced, the root cause was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) rotary knob broke. A loaner was sent to the customer to initiate return of the device. There was no patient harm reported.